Event description:
The customer reported that they displayed an x-ray switch security error message. The system required a shut down and restart to regain functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hand and dog house switches were replaced. The system was then found to be operating as intended.